Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported bent tip appears to be a result of the difficulty insertion. However, a cause for the reported difficulty inserting cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted into the groin, but resistance was encountered. Troubleshooting was performed, but the sgc still would not pass through. Additional dilation was performed. During initial insertion, the plastic tip at the tip of the sgc became deformed. Therefore, the sgc was not used and was replaced. The procedure was completed with one clip implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.